Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their first ins replaced with their current ins (the implant was moved from one side of their body to the other side of their body) because they had gradually started having spasms with their first ins and it felt like they were getting shocked down their leg. Patient stated a manufacturer representative (rep) had been made aware of the issue when it occurred and the rep was great about it and helping the patient. Patient mentioned medical information: that they were currently having severe swelling in their foot and their doctors wanted them to do an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.